Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date involving a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer noticed a leak during use. The customer reported that the device was noticed to be dripping very infrequently while it was hanging (with glucose), waiting for the oxaliplatin to be hung. This led the customer to inspect further. There was patient involvement, there was delay in therapy, but no harm to anyone as a result of the reported event.

Manufacturer narrative:
The complaint on the 140019291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 5849408 was reviewed and no non conformities were found that would have led to the reported complaint.